Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed there was high resistance/impedance and 2 - patient alerts for right ventricular (rv) pace lead z > 3000 ohms on (B)(6)-2011 and (B)(6)-2012. The weekly pace measurement log data shows a gradual increase for minimum and maximum ventricular pace= 1216 to 3120 ohms peak between (B)(6)-2010 and (B)(6)-2012. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular lead was found to have high impedance. The lead was explanted and replaced. No patient complications were noted as a result of this event.